Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation for multiple system issues, however, no conclusion can be drawn as conclusive repair info is unavailable at this time and no additional svc info was provided regarding the issue reported.